Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to windows configuration issue. A technical support specialist dialed into the server, changed the synchronization ID and advised the customer to get a service password from hospital information technology to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to authenticate. The customer reported that the user was unable to login and the issue persisted even after rebooting the station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.